Event description:
The rptr suffered an allergic reaction with fatigue, "virus-like symptoms" and insomnia. 1 - 2 days following preparation for a molar inlay with dental cement. The diagnosis of allergic reaction was not made until 16 days later. Once the inlay was removed the rptr immediately felt better, but still suffers from sleeping difficulty.